Event description:
The customer reported that her blood glucose read "high" (>27.8 mmol/l or 500 mg/dl) after less than a day wearing the pod on her abdomen.

Manufacturer narrative:
The returned device was evaluated and the cannula was found to be not fully deployed. The root cause of this was determined to be mechanism rails-wings did not capture slide insert. The cannula not inserting properly into the infusion site contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.